Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-10256 and 1627487-2019-10258. It was reported the patient¿s entire dbs system was removed due to an infection. Postoperatively, the patient is on antibiotic therapy.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the infection has resolved.